Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd received samples for investigation, and evaluation of the returned items showed evidence of a gel air bubble. Additionally, a total of (B)(4) retained samples were visually inspected, and no gel defects related to air bubbles were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, air bubbles were seen in the gel of five tubes. No adverse impact was reported regarding the patient or user.